Event description:
A warranty form was received by distributor indicating that a pt with an automatic implantable cardioverter defibrillator (aicd) received inappropriate shocks. The physician performed an invasive procedure and noted a fracture of this lead and another. The physician elected to remove the leads from service. The leads were cappeed and remain inplanted.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.